Event description:
Procedure type: pancreas. According to the reporter: during the procedure, the needle broke. The broken needle could not be found either inside or outside cavity. No bleeding occurred. No tissue damage occurred. The pt is under observation. Operative time was extended.

Manufacturer narrative:
(B)(4).